Event description:
It was reported that during a procedure, the device was irradiated around the upper right side of the guide light and the aiming position, and the irradiation position were misaligned. There were no patient complications or any damages to the patient's tissue reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.